Event description:
It was reported that the customer's device would lock-up and show a blank, white screen, upon boot-up of the device. The device would remain locked up until both the batteries and ac power were removed. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies and determined that the cause of the reported failure was due to a failure of an integrated circuit, designator u61, from the system controller pcb assembly.